Event description:
It was reported that a shaft break occurred. The patient presented with vessel dissection in the right common carotid artery. A 10x31mm carotid wallstent was advanced for treatment. However, during the procedure, it was found that the outer sheath of the stent was fractured. Subsequently, the stent failed to deploy. The procedure was completed with another of same device. There were no patient complications reported, and the patient status was stable following the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6).

Manufacturer narrative:
A2-age at time of event: 18 years or older. E1-initial reporter facility name: (B)(6) hospital . Device evaluated by MFR. : a carotid wallstent monorail 10.0-31 was received for analysis. The device was returned with the stent in the correct position on the delivery system. The investigator was unable to deploy the stent due to a complete break of the outer shaft of the device. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified that the outer shaft has detached at the guidewire port. This type of damage is consistent with excessive force being applied to the device when attempting deployment.

Event description:
It was reported that a shaft break occurred. The patient presented with vessel dissection in the right common carotid artery. A 10x31mm carotid wallstent was advanced for treatment. However, during the procedure, it was found that the outer sheath of the stent was fractured. Subsequently, the stent failed to deploy. The procedure was completed with another of same device. There were no patient complications reported, and the patient status was stable following the procedure.